Manufacturer narrative:
The user-reported flow rate issue cannot be confirmed. The device had a flow rate accuracy of -0.54%, which is within the +/-5% specification. The device was tested to meet all specifications on 08/25/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00224).

Manufacturer narrative:
The manufacturer is waiting for the arrival of the device.

Event description:
The user reported that the pump was infusing too slowly. "The pump only infused half of the medication and was a saline solution containing magnesium potassium solution. Exact parameters were not noted but half of the infusion was incomplete." No patient injury or harm occured in this case.